Event description:
Related manufacturer report number: 2017865-2023-38267. It was reported that the patient presented for implant of the right ventricular lead. Prior to connecting the lead to the electrical parameter were acceptable. However, after the lead was connected to the device, failure of capture was observed. Upon visual inspection, blood was noted under the insulation. The physician believed that the lead was damaged while they attempted to tie down the suture sleeve after the sleeve slipped off. A new lead was obtained and fixed with satisfactory electrical parameters. After lead testing the patient developed complications and an echocardiogram revealed pericardial effusion. Cardiopulmonary resuscitation and an emergency pericardiocentesis were performed, the patient was stabilized, and the pocket was closed. However, it was reported that the patient expired due to procedure complications.